Event description:
It was reported there was oversensing with both atrial lead and vent lead in atrial port, at implant attempt. The device was not used. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.